Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer also reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer experienced low blood glucose level of 40 mg/dl and sensor glucose value was 110 mg/dl. Insulin delivery was suspended due to sensor values. The low limit in the sensor setting was 110 mg/dl and difference between sensor glucose and blood glucose was not within the target. The sensor will not be returned for analysis. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer reported that the unit loses sensor connection and large differences between sg and bg. Inserted a test p-cap into the retainer ring, and it locked in place properly. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected insulin flow block alarms or delivery anomalies were noted during testing. The test guardian link with the watertight tester and the test ascensia diabetes care blood glucose meter communicates properly to the insulin pump. Device programmed with sg and bg value and all registered properly in the summary history noted. The device was programmed with a test guardian link 3 transmitter and a glucose sensor simulator. In addition to this, the device connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The device was then calibrated, and afterwards displayed the sensor values in a graph. No unexpected sensor errors or connection anomalies were noted. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any unusual insulin flow block/no delivery/occlusion alarms or insulin pump errors that may have occurred around the event date. Did not note any delivery related alerts/alarms occurring around the event date. In addition to this, the adapt tool did not list any unusual pump errors whatsoever. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the device. In summary, the customer's report that the device loses sensor connection and large differences between sg and bg both were not confirmed during testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.